Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had beep anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was not getting low battery alerts. Customer performed self test and insulin ump did not beep during the tone test. Customer stated they did receive a low battery alert prior to the off no power alert. Customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power without a low battery warning. The device will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No audio/vibrate anomaly and no unexpected battery power loss anomaly noted during test. (B)(4).